Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's right hip due to dislocation. Surgeon revised insert and head only. All other components were well fixed and remained implanted.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, progress notes and x-rays are needed to fully investigate the event. If further information and/or device becomes available this investigation will be re-opened.

Event description:
It was reported that surgeon revised patient's right hip due to dislocation. Surgeon revised insert and head only. All other components were well fixed and remained implanted.